Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment summary: the follow up information received is non-specific and of general nature, referring to the general clinical impression of an orthopedic surgeon vis-a-vis the use of synthetic bone graft substitutes, an observation that lead the surgeon to use only autologous bone graft material in conjunction with infuse bone graft. The assertion that these synthetic bone substitutes induce sarcomas was a misinterpretation of the word seroma. Since there are no details on the number of patients and individual details of the reported events, no date of occurrence per incident, no indication for use and type of surgery performed, no clinical and laboratory details of each individual case a medical assessment is not possible. The report is clinically not assessable. The case will be kept on record for trending purposes.

Event description:
Additional information received from the reporting surgeon: after multiple attempts and scheduling a time to speak, baxter finally was able to have a short conversation with dr. (B)(6). He was surprised to hear from us because he did not think the product warranted any ae reporting. Baxter was unable to get any specific patient/lot/case details adequate for a report. He said it would be nearly impossible for him to get those because he has had the same experience with all of the synthetic bone graft substitutes that he has tried. Baxter was only able to get a bit of general information from him: he believes that all of the synthetic bone graft substitutes result in an inflammatory reaction, some of which develop seromas (not sarcoma) which ultimately resolve. Baxter pressed as to whether the inflammation resulted in anything such as a radiculitis or radiculopathy and he said "no, all of the patients ultimately did fine and were happy." He specifically has had no issues with infection or wound problems/oozing he said all of his patients who received actifuse and these other substitutes ultimately did well he said that none of his experiences with the product ever rose to a level that he even thought of reporting them. Due to this inflammatory effect and seromas in the class of synthetic bone graft substitutes he has moved entirely away from the synthetic bone graft substitutes and only does anterior approaches with infuse and as he stated "obviating the need for a synthetic bone graft substitute." Baxter asked again if he would be able to come up with the patients/cases in order for us to do a detailed medical assessment and he did not think he would be able to identify them.

Event description:
Dr. (B)(6) stated that he previously used actifuse and was unhappy with it. He reported that actifuse caused irritation, inflammation, oozing, and sarcomas. He informed baxter that he would not use any synthetic product including actifuse.

Manufacturer narrative:
(B)(4). Due to the lack of information a causality assessment is not possible, and as such, is being conservatively reported. Baxter is currently in the process of following up with the surgeon for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.